Event description:
A nurse reported that the equipment displayed a system message prior to surgery and locked. The patient was in the surgical center and had received peribulbar anesthesia. The procedure was postponed. The nurse advised that there was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the 88 psi pressure regulator. The system was then tested and met product specifications. The replaced regulator was not returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).